Event description:
According to the reporter, during the laparoscopic inguinal repair procedure, the balloon did not inflate. In order to complete the procedure, another balloon was used. There was no harm caused to the patient. The product is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned products noted: the trocar balloons, obturators, valve seals and doors appeared intact. Only one insufflation bulb was received. Pmv performed functional testing: the trocar balloons were inflated; no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.